Manufacturer narrative:
As reported, the patient underwent placement of an optease retrievable vena cava filter. The patient is reported to have had a recent right knee replacement. The patient presented to hospital with anemia and right lower extremity pain and swelling. The patient was treated with blood transfusion. Diagnostic testing revealed right lower extremity deep vein thrombosis and large hematoma (associated with anticoagulation therapy). The indication for the filter placement was reported to be as prophylaxis against pulmonary embolism (pe). The filter was implanted via the left common femoral vein and deployed in an infrarenal location. The patient is reported to have tolerated the procedure well. Approximately four years after the filter implantation, the patient underwent an abdominal computerized tomography (CT) scan that revealed that the filter was at the level of l2-l3 and had tilted significantly within the lumen of the inferior vena cava (ivc) with the superior aspect abutting the lateral wall of the ivc and the inferior aspect against the medial wall. The arms of the filter were noted to be perforating the wall of the ivc anteriorly, posteriorly and laterally. In addition, the anterior and anterolateral arms were closely approximating the duodenum. The study further noted mild diverticulosis of the sigmoid colon, mild calcification of the abdominal aorta and severe scoliotic curvature and severe degeneration of the lumbar spine with a remote compression fracture of the t12 vertebral body. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and ivc perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilt and perforation of filter strut(s) outside the ivc wall. As a result of the malfunction, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. According to the information received in the patient profile from (ppf), the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilt and perforation of filter strut(s) outside the ivc. The following additional information received per the medical records state that the patient has a history of right lower extremity dvt, right thigh hematoma secondary to bleeding from anticoagulation, and right knee replacement. The patient presented herself post knee replacement surgery with swelling and pain. A left thigh hematoma was discovered, and an ivc filter placement was considered. During the implant procedure, the left common femoral vein was accessed. The filter was deployed exactly below the renal veins. A CT scan taken of the patient¿s abdomen performed approximately four years post implant noted that the filter was tilted. The arms of the filter were noted to be perforating the wall of the ivc anteriorly, posteriorly, laterally and medially. The medial arms of the filter were noted to be extending through the vessel wall and abut the aorta, but did not appear to perforate the aortic wall.